Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.

Event description:
Patient reported the infusion device did not correctly deliver insulin. Her blood glucose increased to 26.0 mmol/l (468 mg/dl), and she felt sick and vomited. She was admitted to the hospital for 1 night and received an insulin infusion. Her blood glucose decreased to 7.0 mmol/l (126 mg/dl) after she received treatment. She reported the infusion device displayed several e4 occlusion errors. The infusion device was replaced and requested for evaluation.